Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during the loading process. The customer¿s blood glucose level was high, recorded as exceeding 500 mg/dl, but the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using manual daily injections. The issue was resolved after the customer successfully removed the cartridge, followed instructions to deliver a bolus, reloaded the original cartridge, and resumed insulin therapy without requiring assistance from a third party.